Event description:
The customer reported that fluid under the screen was noted. The caller was unsure how it happened, but noticed after wiping the device and doest not see a crack. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.